Manufacturer narrative:
(B)(4). Only event year known: 2020. Photo received and is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the photographic evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Besides the cough were there any other symptoms that lead to the discovery of the discontinuous device? When did they begin? Was the device initially effective in controlling reflux? Were any events associated with the onset of symptoms (vomiting, retching, trauma, surgery)? Did the patient undergo an MRI since device implant? If so, when was the MRI and what strength? Did the patient have any other surgeries in the area? Was any additional imaging performed since device implant? Does the device appear to be in a continuous annular state in these images? We are interested in establishing a window when the device may have become discontinuous. Please share any additional images. What is the management plan? Is device removal scheduled? Is a replacement linx or fundoplication planned?

Event description:
It was reported that cxr at pcp office for cough on (B)(6) 2020 suggestive of discontinuation. Patient already had a routine f/u egd scheduled at hospital for (B)(6) 2020 ¿ cxr at that date confirms discontinuation. No removal is planned at this time.

Manufacturer narrative:
(B)(4). Date sent: 11/10/2020 photo/x-ray evaluation: as per medical officer: "photo analysis was reviewed an upright plain chest xray dated (B)(6) 2020 associated with this compliant. The xray images showed an obvious discontinuous linx device in the epigastric area. The annular shape was absent, and the appearance was c-shape consistent with a discontinuous device. The anatomical location appears consistent with a device placed in the correct position at the cardia. By contrast, I also reviewed an upright plain xray image on the (B)(6) 2017. This showed an intact linx device in the epigastric area. The device in this image was circular and continuous. In conclusion sometime after (B)(6) 2017 the linx device became discontinuous" the mechanism/cause of failure cannot be determined from the provided images/videos. The DHR for lot 12544 was reviewed. No ncs, defects, or reworks related to the product complaint were found. Lot 12544 was an affected lot of the 2018 linx recall. Additional information was requested, and the following was obtained: the patient was and continues to do well from a gerd standpoint. The patient had a chest x-ray at her pcp office due to a cough. The cough was not suggestive of a discontinuous device but the x-ray image was. A subsequent x-ray with her linx surgeon confirmed it. Besides the cough were there any other symptoms that lead to the discovery of the discontinuous device? No. When did they begin? Na. Was the device initially effective in controlling reflux? Yes. Were any events associated with the onset of symptoms (vomiting, retching, trauma, surgery)? No. Did the patient undergo an MRI since device implant? No. If so, when was the MRI and what strength? Na. Did the patient have any other surgeries in the area? No. Was any additional imaging performed since device implant? Does the device appear to be in a continuous annular state in these images? We are interested in establishing a window when the device may have become discontinuous. Please share any additional images. The x-rays were sent prior. What is the management plan? Leave the device in and follow accordingly. Is device removal scheduled? No. Is a replacement linx or fundoplication planned? Na. When and if the explanation takes place can we ask that the procedure gets video recorded and the video shared? Yes. When and if the linx device is removed, may we ask that the device be returned for analysis? Yes.